Event description:
Caller reported a cgm error, specifically error 42, which was associated with their sensor. Technical support provided comprehensive instructions for resetting the pump, guiding the caller through the reset process. Once completed, the pump no longer displayed the error code. The caller was able to successfully start a new sensor session. There was no adverse impact to the customer's blood glucose level.